Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected.

Event description:
The end user reported an open area (measuring approx 22 millimeters) one half inch from her stoma site. The end user sought treatment from her physician and was prescribed cephalexin (500 milligrams, every twelve hours for fourteen days) and was advised to use an over-the-counter antibiotic cream.